Manufacturer narrative:
Device evaluation: analysis of the returned device identified: deformation of the device, creases/fold and weight to the specification. Cloudiness and bubbles in the gel were observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side "encapsulation," baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "encapsulation," baker grade IV. The device has been explanted.